Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed in which analysis was not confirmed. Moreover, based on normal lead resistance measurements, a passing hipot test and inspection showed no conductor fractures. In addition, a pressure test had failed due to electrocautery damage in the outer insulation. (B)(4).

Event description:
It was reported that this right atrial (ra) lead exhibited high pacing threshold. The lead was explanted. No additional adverse patient effects were reported.